Event description:
It was reported to physio-control that the customer had used their device for synchronized cardioversion on a patient. During the following night, the patient's ECG was continuously monitored with the device and quik-combo® adult pacing/defibrillation/ECG electrodes. During a check in the morning, the nurse observed that the device prompted to connect the electrodes and a burnt smell was noticed. The service led on the device was illuminated and several event codes had been logged into the device's memory. There was patient use associated with the reported event however, there was no adverse patient outcome.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device but could not reproduce the reported issue of the device not recognizing a patient connection. It was observed that the device had logged multiple event codes. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device, but could not reproduce the reported issue. The electrodes from the reported event were not returned to physio-control for evaluation. Physio-control observed that the device had logged some unrelated event codes and recommended replacement of the therapy pcb assembly for that. The customer declined repair of the device and requested to have the device returned to them without being repaired. A cause of the reported issue could not be determined.